Event description:
It was reported that during an implant attempt the lead was moved back and forth several times and the helix was dammaged and would not retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism. It was visually noted that the lead was damaged at implant.